Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels over 600mg/dl and moderate ketones considered to be dangerous. Supply changes were performed to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts checked the pump's history and found that the customer had only received 1 occlusion alarm between (B)(6) 2017.